Event description:
A customer alleges that the system failed to produce an audible alarm for an improperly called asystole warning. There was reportedly no delay in treatment, and no injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.